Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported on the patient information center ix indicating that alarm tones are not audible the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The remote application specialist worked with the customer remote. The remote application specialist checked remote the clinical audit trail. Found the alarm did sound per the clinical audit trail. The customer was informed that the device operating as designed. Provided customer copy of the clinical audit trail instructions for use. The system meets the specification for the performed service and is returned to use based on the information available and the testing conducted the cause was due to user knowledge. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.